Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 3 weeks after the surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2204271: 100 items manufactured and released on 19-may-2022. Expiration date: 2027-may-05. No anomalies found related to the problem. To date, 78 items of the same lot have been sold with no similar reported event during the period of review. Other device involved: batch review performed on (B)(6) 2022. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k1037219) lot 2109534: 132 items manufactured and released on 10-sep-2021. Expiration date: 2026-aug-24. No anomalies found related to the problem. To date, 118 items of the same lot have been sold with no similar reported event during the period of review.